Event description:
A customer contacted (B)(4) technical services (ts) to report an issue with one tina hemodialysis machine. The customer reported that the device has a wet transducer protector. The baxter field service representative arranged to go onsite to repair the device; the device will not be returned to ts for evaluation. At this time, the process step is unknown and there is no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated on-site at the customer facility and the reported condition of a wet transducer protector was not confirmed. The root cause of the wet transducer could be determined by the technician. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations, and repairs. The device was tested as per baxter operating procedures and protocols and passed all testing.